Manufacturer narrative:
(B)(4).

Event description:
This lv lead had high thresholds. The device was programmed to a different vector, lv2 to rv coil, which resolved the problem. This lead remains implanted. No adverse patient events have been reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.